Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has a medical history of hyperlipidemia, diabetes, previous mi, previous pci. During the index procedure. One resolute onyx and nc euphora were implanted into the lad. One resolute onyx and nc euphora were also implanted into the lcx. Three days post index procedure, the patient suffered myocardial infarction. The patient was treated with stenting. The adverse event was not related to the procedure or anti-platelet/ anticoagulant medication. The event was resolved. Cec adjudicated the mi as a non q wave mi (target vessel), mdt extended historical spontaneous mi. Cec adjudicated this mi as no event. Cec also adjudicated the revascularisation as tlr- percutaneous intervention clinically driven. Stent thrombosis was assessed as no event.

Manufacturer narrative:
Patient weight updated. Patient race and ethnicity provided. If information is provided in the future, a supplemental report will be issued.